Manufacturer narrative:
Company rep evaluated the system and verified the reported problem. Corrections included replacement of the system's hard drive and reloading the software. System was safety tested to factory specifications.

Event description:
Customer reported an issue with a panorama central station, which may have affected telemetry monitoring. No patient injury was reported.